Manufacturer narrative:
Aroa's review of manufacturing documentation for the subject lot (ert-22l18) has confirmed that the devices were produced in accordance with the established procedures, with all process and final release specifications satisfied. Adhesion and bowel obstruction are noted as potential complications in the instructions for use of the device. Extent and strength of adhesions may differ based on the procedure performed and underlying patient conditions and may lead to bowel obstruction. The surgeon indicated that he utilizes a large number of tacks for surgical mesh placement and it is possible that this contributed to the adhesions and bowel obstruction. The surgeon also noted that no bowel resection was required to address the obstruction. Dates of implant and explant are approximate based on the information received from the surgeon.

Event description:
A patient underwent a complex bridged robotic ventral ipom (intraperitoneal onlay mesh) hernia repair with ovitex 1s permanent on approximately (B)(6) 2024. The patient returned with adhesions and a bowel obstruction on approximately (B)(6) 2024 and the device was explanted.